Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly, a difference between sensor glucose and blood glucose values. The customer was treated with juice and jelly beans. The customer reported a blood glucose value of 43 mg/dl. The event involved product(s) mmt-7040a, mmt-1884, mmt-342g, mmt-431ag. Troubleshooting was performed for the general documentation. Troubleshooting was performed for sensor glucose vs blood glucose, and the insulin delivery was not suspended. The customer reported a blood glucose value of 63 mg/dl. The customer reported a sensor glucose value of 128 mg/dl. The customer noticed that the difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was performed for the hypoglycemia, and the customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue using the insulin pump. Mmt-1884 was requested, and customer's response was that the device would be returned. The customer will discontinue using the reservoir. Mmt-342g was requested, and the customer's response was that the device would be returned. The customer will discontinue using the infusion set. Mmt-431ag was requested, and the customer's response was that the device would be returned.